Event description:
It was reported that the control panel was glitching and freezing up. The control panel was unresponsive. The device would not shut down and the user had to use the rocker switch. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the control panel was glitching and freezing up. The control panel was unresponsive. The device would not shut down and the user had to use the rocker switch. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the log file analysis the reported event could be confirmed. The log file analysis revealed a temporary malfunction of the touchscreen of the display. The malfunction was already resolved when the dräger service examined the device onsite. However, the ecd display bundle of the device should be replaced. In case of a touch screen failure, the access to the device is significantly reduced for the customer. The ongoing ventilation is not affected by an unresponsive touch screen and continues as set. Safety-relevant parameters such as fio2, minute volume or the airway pressures are displayed in the additional oled display, allowing the user to recognize the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.